Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high threshold and was set at max output until lead could be revised. Additional information received indicated that the field representative believed that the issue was attributed to the lead. Further this lead was repositioned. No additional adverse patient effects were reported.